Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical onsite visit the field service engineer (fse) replaced the joystick. The system meets specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported losing power during flap creation. The flap was able to be completed. The site was able to get control of the bed but the joystick bent sideways where it remained and the bed died. They could not restore power to the bed even after speaking with the company field service engineer (fse). A part will be ordered to fix the issue.